Event description:
It was reported that a tandem mobi cartridge alarm occurred, which was not linked to the load process and had not been previously reported by the caller for this pump. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer changed cartridges, and the problems ceased. Although troubleshooting did not indicate any clinical action was needed, the ongoing occlusion problems led to a recommendation to replace the pump. The customer continued using the current pump until the replacement was arranged, with education provided on managing occlusions and preparing for the pump replacement.